Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Omsc surmised that the subject device had no problem, because there was no information of confirmation with other devices (endoscope, videoprocessor and so on), and the subject device was not sent to any of olympus locations for repair. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the reported information, there was the possibility that the this phenomenon was attributed to the failure of the electrical contacts of the output connector socket of the subject device and/or the video connector of the used endoscope, which might be caused by the user connecting the video connector of used endoscope to the subject device without sufficiently drying the electrical contacts of the video connector, or by the user cleaning the output connector socket. In addition, it was presumed that the communication between the video processor and the endoscope could not be performed properly, and the scope communication error b30 occurred. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before use at the user facility, it was found that the scope communication error b30 occurred on the subject device. At that time, the image of the subject device was displayed on the monitor, but the image quality was poor. There was no report of patient injury associated with this event.